Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that patient concurrently underwent anterior colporrhaphy, paravaginal suspension, sacrospinous ligament fixation bilaterally, posterior colporrhaphy, perineorrhaphy, cystoscopy, and suprapubic catheter placement.

Event description:
It was reported that patient concurrently underwent anterior colporrhaphy, paravaginal suspension, sacrospinous ligament fixation bilaterally, posterior colporrhaphy, perineorrhaphy, cystoscopy, and suprapubic catheter placement.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06620. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic relaxation, uterine prolapse and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, bleeding and dyspareunia. No additional information was provided.